Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth.

Event description:
The customer reported that he lost tooth #10 while wearing the retainers. Medical intervention is required and an implant will be placed. Retainers usage was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).